Event description:
It was reported that the physician was attempting to treat a lesion in the lad using endeavor resolute drug eluting stent. The lesion exhibited 80% stenosis, moderately calcified and vessel moderately tortuous. Device was removed from packaging, inspected and prepped with no issues noted. It was reported that the lesion was pre dilated using 2.0 x 10mm and 2.5 x 10mm balloons. Resistance was encountered when advancing to the lesion but force was not used. The device could not cross the lesion and on removal it was noted that stent was deformed. The procedure ended. The physician does not believe event occurred due to use of device in difficult lesion morphology/anatomy. There was no patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (80% stenosis, moderately calcified and moderately tortuous). No results available since no evaluation performed (device or procedural images not provided for review). Device not returned for evaluation. Conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (80% stenosis, moderately calcified and moderately tortuous). Unable to confirm complaint (device or procedural images not provided for review). Device not returned - no evaluation will be performed. (B)(4).

Manufacturer narrative:
Evaluation summary: the distal tip was slightly flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 6th and 7th distal stent segments were deformed with a number of struts partially raised. (B)(4)